Event description:
It was reported that the patient presented remotely via merlin.net. The right ventricular (rv) lead had p wave amplitude variations and far p over-sensing. No interventions were reported. No patient symptoms were reported.